Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to lead impedance issues and externalized conductors. Patient presented to have their device interrogated prior to an unrelated surgery. Patient was asymptomatic. A high voltage lead impedance test was performed and low, of range, high voltage lead impedance was observed. Diagnostic imaging revealed externalized conductors. Patient was stable before and after the procedure.